Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization, coma and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The customer reported she was hospitalized in the intensive care unit for a blood infection, and low and high blood glucose levels while wearing the pod. Symptoms included shortness of breath and general pain. At the hospital, the patient's blood glucose fell to a low of 40 mg/dl. The low was treated by drinking a coke, per doctor's orders. Thereafter, the patient's blood glucose levels rose to 1000 mg/dl and a diagnosis of diabetic ketoacidosis was made. The patient was diagnosed with a bladder infection that then infected the bloodstream. The patient also reported being diagnosed with anemia. Treatment for the reported ailments included an intravenous insulin drip, saline, and antibiotics. The patient reported being hospitalized for a total for 4 days and at some point went into a coma. Upon release, the patient was sent home with a prescription for iron and coumadin for blood clots, in order to treat the anemia. The pod was discarded at the hospital.